Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocrsoss pta balloon was being used for treatment of a 250mm calcified lesion with 80-95% stenosis in the proximal region of the left  anterior tibial artery. The artery was 2.5mm in diameter with severe calcification and moderate tortuosity. There were no abn ormalities reported in relation to anatomy. A 6fr non medtronic sheath was used. A spider fx was used for embolic protection. The vessel was not pre-dilated. There was no resistance when advancing the nanocross pta balloon. The device did no pass through a previously deployed stent. A non medtronic inflation device was used with 50/50 contrast inflation fluid. The IFU was followed. It was reported during the first inflation the balloon burst at 8atm. There was no injury/intervention associated with this event. The balloon did not detach. The device was safely removed from the patient. Another nanocross pta balloon was used to complete the case. No patient injury.